Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device could not be provided for evaluation as it remains in the patient. The imaging provided shows the head of the screw at the bottom level is protruding partially from the plate and what appears to be a small metal fragment beside it, possibly a piece of the locking slider. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a screw is backing out of a resonate plate post operatively.